Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined.

Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 362 and 147mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were not expected to be returned for evaluation. Product was not replaced.